Event description:
A mayfield triad skull clamp slipped while on a pt causing a cut on the pt. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.